Event description:
Tried several times to prime the hand piece and it continued to fail and would not function.

Manufacturer narrative:
"Unit was received from the rep. Refer to evaluation # (B)(4) - customer stated handpiece would not prime. Found peristaltic tube on cassette mis-aligned with marking indicating it had been improperly loaded into the machine. Once tube was aligned, unit primed successfully on multiple attempts (tested on sn (B)(4)). Ultrasonic cutting functions performed within specifications. Priming failure attributed to peristaltic tubing alignment issue. Please advise customer to align tubing during installation of the cassette. The DHR for lot 07213-04 was reviewed. The part met manufacturing specifications before release and there were no issues related to the complaint, there were (B)(4) total units released in lot 07213-04. There were only two (2) total complaints that failed for functionality in this lot. This lot has a failure rate of (B)(4)."